Event description:
Event description guidant received information that this transvenous defibrillation lead and this cardiac resynchronization therapy defibrillator (crt-d) exhibited a loss of capture and a pacing impedance of greater than 3000 ohms. The patient experienced dizziness due to the loss of pacing. During the lead revision procedure, the defibrillation lead was surgically abandoned and replaced. It was also reported that this crt-d was a recalled device, so a new guidant implantable cardioverter defibrillator (ICD) was implanted.